Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of unknown. The customer did not mention any form of treatment for their blood glucose levels. The customer will set up their carlink account to adjust their basal rates. The customer declined troubleshooting with the help line. The customer did not return the product back for analysis.